Event description:
It was reported that the ilet user experienced a blood glucose elevation to approximately 300 mg/dl after eating without completing a meal announcement, followed by corrective actions and subsequent overnight hypoglycemia to 68 mg/dl; this was addressed with oral glucose, and education on proper meal announcements was provided. Symptoms included hyperglycemia and hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem identified as a missed meal announcement, and involvement of the user interface insofar as meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.